Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir do not leak and not occluded. (Did not continue dripping insulin after test). (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of below 30 mg/dl at the time of the incident. The customer was at 483 mg/dl before the low. The customer was given food, glucose tablets, and intravenous fluids to treat. The customer experienced symptoms such as a coma. The customer was wearing the insulin pump during the incident. The customer stated the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump and reservoir will be returned for analysis.